Manufacturer narrative:
A pt was in med imaging to have a stent placed in an effort to diffuse a blood clot due to a stroke. They could not get the clot to diffuse with the first attempt and then used a second stent without success. It was noted that blue fibers were wrapped around the second stent. The pt was then taken to the or for an open procedure. The contact at the facility indicated they could not confirm the fibers found on the second stent resulted in the need for the open procedure. The sample has been evaluated and the blue fibers do not appear to have originated from the or towel. The source of the blue fibers has not been determined. We have not confirmed the or towel was a cause or contributing factor to the reported incident but in an abundance of caution, this medwatch is being filed.

Event description:
Blue fibers were found wrapped around a stent while trying to get a blood clot to diffuse and thought to have originated from the or towel.